Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported the tampon fell apart upon removal leaving pieces inside. She had to manually remove the remaining tampon pieces. She experienced pain, distress, vaginal irritation and soreness. She used a douche and lidocaine cream for relief.